Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The event occurred between (B)(6), 2013.